Manufacturer narrative:
Technician found that the bed head section would not go up with weight on it. Cause: hydraulic manifold found to be bad. Replaced manifold to resolve this issue. Bed found on loading dock.

Event description:
Complaint alleged that the bed head section would not go up with weight on it.